Event description:
During a laparoscopic gastric bypass, one of the trocars being used was leaking co2 and was replaced with another trocar. Approx 30 minutes later, surgeon found 3 small plastic fragments in the abdominal cavity. These fragments were removed and upon inspection of defective device, observed broken plastic seal. There was no harm to the pt.